Manufacturer narrative:
Stryker evaluated the customer's device and verified and unable to duplicate the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
During routine preventative maintenance testing by stryker, the device exhibited an event code in the device's memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported during the event.